Event description:
Harmonic was used in surgery and faulted and said it had to be replaced. Instrument was replaced and surgery was continued. Risk was called and was informed of instrument malfunction. Instrument was left at or front desk for risk to pick up.